Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with multiple low speed advisories and a pump off alarm on (B)(6) 2022. They had a short-to-shield and a driveline splice in 2020 and was on ungrounded patient cable. The log files captured low speed, pump off and low flow events throughout the log on battery power, mobile power unit (mpu), and power module. The images of the driveline showed approximately 3.75in from the exit site to the beginning of the sleeve which is not enough space for another repair. On (B)(6) 2022, the patient underwent with an explant. (Driveline splice is covered under 2916596-2021-03329).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed and pump stop events, as well as driveline fault alarms. Based on previous complaint history and similarly reported events, the events observed in the submitted log file appear to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively determined through this evaluation as no product was returned. The account reported that the patient was admitted to the hospital for multiple low speed advisories and a ¿pump off¿ alarm on (B)(6) 2022. The patient was utilizing a non-grounded patient cable at the time due to a known short-to-shield issue which persisted following a previous distal-end driveline repair in jul2020 (refer to MFR. Report # 2916596-2020-03397). The submitted log file contained data from (B)(6) 2022, per the timestamps. Several low speed and pump stop events were captured throughout the file while the patient was connected to battery power as well as the mobile power unit (mpu) and the power module. Additionally, intermittent, silenced driveline fault alarms were captured throughout the file, which corresponded with yellow wrench advisories. Electrical continuity data recorded in the submitted log file during the driveline fault alarms showed that the values for phase 3 were significantly higher than the values for phases 1 and 2, suggesting a potential wire conductor breakdown issue with the red wire within phase 3. No other notable events or alarms were captured. Review of the account¿s submitted x-rays showed areas of interest where the shielding appeared to be thinning; however, specific areas of driveline wire damage could not be confirmed. Additionally, the submitted photograph confirmed that there was not enough room for a second external driveline repair. Information later received stated that the patient was explanted on (B)(6) 2022. Multiple attempts were made to obtain additional information regarding the reported events as well as the pump¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) as well as the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.